Manufacturer narrative:
(B)(4). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5044117. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that a consumer used a bd ultra-fine tm nano insulin pen needle for an injection and the needle broke off in her injection site. The consumer went to an emergency department where she was evaluated, received an x-ray that showed the broken needle just above the muscle tissue in her buttocks, and received a prescription for oral and topical antibiotics for 10-14 days. The consumer also had a follow up appointment scheduled with her pediatrician on (B)(6) 2015. As of the date of this report, no further information has been provided by the consumer.